Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 2.8, lab: 8.0, mean: 5.40, confident limits: no confident limit can be determined. Date: the following month, inratio: 4.2, lab: 2.0, mean: 3.1, confident limits: 1.9-4.6. Original date results, the confident limit cannot be determined as per internal procedure. The following month results, the confident limits were within the accuracy limit as per procedure. Coumadin was held back and this adverse event case. Investigation is required. The discrepant product will be investigated upon return.

Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008. Inratio: 2.8. Lab: 8.0. Date: 04 aug. Inratio: 4.2. Lab: 2.0. Patients coumadin was held back and this is an adverse event.